Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted but not used. The lead was found to have high pacing thresholds in one vessel and another had variable thresholds. The lead was also found to have low phrenic nerve stimulation thresholds. The lead was abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).